Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit had a crack and paint residue on the bottom cover at the power inlet, the handle was cracked and had paint residue, the patient cable was loose around the black and white connector at the rubber end, the battery strap was worn out, one of the rubber feet was missing, and the other rubber feet were damaged. The unit was removed from use and returned for servicing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated at the (B)(4). Visual inspection of the returned mpu revealed cracks in the bottom housing below the ac inlet and on the mpu handle. It was observed that the rubber casing on the mpu patient cable connector was loose. The red battery strap was observed to be frayed. One of the rubber feet were observed to be missing and the remaining rubber feet were damaged. A residue that appeared to be consistent with dried white paint was also observed on the housing; the paint residue did not affect the functionality of the unit. The unit was functionally tested and found to operate as intended during testing. The damaged housing, patient cable, battery strap, and rubber feet were replaced with new parts. The damaged parts did not affect the functionality of the unit during testing. Preventative maintenance was performed, and a full functional checkout was performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 19jun2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.